Manufacturer narrative:
Section a2, a3a, a4 and a5: unknown/not available. Section d4: catalog number: a complete catalog number is unknown, as the lot number was not provided. Section d4: lot number: unknown section d4: expiration date: unknown, as lot number was unknown. Section d4: unique device identifier (UDI #): unknown, as lot number was unknown. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: patient is complaint reporter therefore information is not being provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported obtaining blink eye drops from (B)(6) hospital but noted that the bottle lacked a lot number and expiration date. Although several bottles were brought, only this one exhibited the issue. The patient had discarded the outer packaging, making it impossible to verify the lot number. They described the bottle as purple in color. No further information is available.